Event description:
It was reported the distal tip of this guidewire detached in the patient during a superior femoral artery angioplasty procedure and migrated to the popliteal artery. Uneventful retrieval of the detached guidewire tip utilizing a snare followed. The patient's condition is good. This device has not been received for eval. Therefore, no failure analysis is available. A lot search was performed and revealed no other complaints to date on this lot number. Co's attempts to obtain further information with regards to the circumstances surrounding this event were unsuccessful. Should additional information become availabel a supplemental medwatch report will be forwarded under the appropriate sequence number. It was indicated resistance was encountered advancing this guidewire into the artery. Co feels user technique and/or patient anatomy may have contributed to this event. However, co is unable to determine the exact cause for this event. Co's direction for use state: "warning: attention should be paid to guidewire movement in the vessel. Before a wire is moved or torqued, the tip movement should be examined under fluoroscopy. Do not torque a wire without observing corresponding movement of the tip. Always advance or withdraw a wire slowly. Never push, augur, or withdraw a guidewire which meets resistance. Resistance may be felt tactilely or noted by tip bucking during fluoroscopy."